Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the influence of 3d printed aortic models on the evolution of physician modified stent grafts for the urgent treatment of thoraco-abdominal and pararenal aortic pathologies. Branzan d, geisler a, grunert r, steiner s, bausback y, gockel I, scheinert d <(>&<)> schmidt a. European journal of vascular endovascular surgery 2020 https://doi.org/10.1016/j.ejvs.2020.10.023. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia and a endurant stent graft were physician modified using 3d image analysis software and 3d printed aortic models and implanted in fenestrated endovascular aneurysm repair (fevar) procedures for the urgent treatment of various complex pararenal and thoraco-abdominal aortic pathologies in high risk patients. The following malfunctions were observed; type ia endoleak, type ii endoleak, type ic endoleak the following adverse events were observed; spinal cord ischemia <(>&<)> acute kidney failure 1 non aneurysm related death occurred at one year (sepsis). There is no causal link that the mdt stent grafts caused or contributed to this death.